Event description:
It was reported that a mojave cage was 'defective' at the threads intra-operatively. Upon inspection of the device it was noted that the internal threading is jamming. There were no adverse consequences to the patient. The procedure was completed successfully with an unknown surgical delay.

Manufacturer narrative:
The device was visually inspected and while the expandable interbody body had no damage, the drive screw is off-alignment with slight deformation visible on drive nut. A functional inspection confirmed the jamming as the interbody will not expand even with excessive force. The threading on drive nut won't align when tightening due to drive screw not centered. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. A review of complaint history associated with the subject catalog and lot number was performed, and no adverse trends were observed. It is likely that during preparation the interbody was expanded or retracted improperly which caused the drive screw on the body to misalign. This is consistent with the slight deformation on the drive nut as well, as this misalignment blocks the drive nut from advancing and expanding the interbody.

Event description:
It was reported that a mojave cage was 'defective' at the threads intra-operatively. Upon inspection of the device it was noted that the internal threading is jamming. There were no adverse consequences to the patient. The procedure was completed successfully with an unknown surgical delay.